Event description:
It was reported that during a polypectomy procedure, the tip of the snare fell off. Forceps were needed for removal. The product is being returned for co's evaluation. There was no pt injury.